Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 495 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer experienced nausea from their high blood glucose. Troubleshooting for the insulin pump was not completed as the customer removed their infusion set. Customer was able to raise their blood glucose to 95 mg/dl with a soda. It was also found the customer had inaccurate readings with their sensor. Customer's sensor glucose read 80 mg/dl and their blood glucose reading was 66 mg/dl. The customer also reported a no delivery alarm. Customer was unable to troubleshoot for the alarm at the time of the call. The insulin pump will not be returned for analysis.